Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 31 mm transcatheter bioprosthetic valve, the valve dislodged while still attached to the delivery catheter system (dcs). The valve was pulled up and deployed in the ascending aorta where it was left implanted. A second valve was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Corrected information: sex, date of birth, no eval explain code. If information is provided in the future, a supplemental report will be issued.